Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
It was reported that post-operatively, the patient developed pain. Imaging studies showed the patient had developed uncontrolled bone growth and nerve impingement at the site of implant. No further information was provided.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient underwent a spinal fusion surgery where rhbmp-2/acs was implanted at levels from l2 through l5. Post-op, patient suffered from excruciating pain, difficulty in sleeping, walking or sitting for longer time, has severe leg swelling, and experiences short- term memory loss.